Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of bipolar yaw pulley thermal damage to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. The distal tip was not chipped and no material was found missing.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a chipped on the plastic part of the distal tip. There was no report of patient involvement. Per subsequent follow-up with the customer, the damage occurred outside of a surgical procedure and not while in use on patient.